Event description:
It was reported an issue with monosyn suture. The client reported that the needle and suture were separated when the product was opened. It was not used on the patient and new consumables were opened instead. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: we have received an open sample (contaminated) without aluminum pack with the needle detached from the thread (thread is not wound on the pack and needle is missing). No batch number is available. Without batch number, we cannot check the information regarding product stock or batch manufacturing records. Batch manufacturing record: not possible to check. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and further analysis to the open sample received cannot be performed. Final conclusion: despite receiving a sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We consider that the defective unit is an isolated and accidental issue but the complaint is considered as not confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.